Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 500 mg/dl. Reportedly, customer was using admelog for insulin therapy. Bg was treated with manual injections. Reportedly, customer left the ER the same day with customer in stable condition (bg 300's mg/dl).